Manufacturer narrative:
This report is filed on july 01, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss due to an infection at abutment site. It is unknown if there are plans to reimplant the patient as of the date of this report, july 01, 2016.

Manufacturer narrative:
Correction: the date of this report is 06/24/2016; not 04/15/2016 as previously reported.